Event description:
It was reported that there was a catheter issue of disconnect at the pump connector. Explant was planned. Patient experienced symptoms of headache, increased spasticity and seroma at the device pocket and catheter track. It was noted that patient's international normalized ratio (inr) was too high. It was noted that the patient was given fresh frozen plasma (ffp) on the day of this report to see if explant surgery can be done on the same day. It was later reported that the catheter was revised with a new pump segment. The patient experienced less than 50% therapy relief. It was noted that explant surgery was scheduled for (B)(6) 2014. Patient outcome was noted as unknown. The pump was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).